Manufacturer narrative:
During service at the manufacturer, the engineer was able to confirm the reported heat symptom, attributable to the damaged rotor bearings observed during the device inspection.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility, the device was determined to be overheating. No patient impact, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.